Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data the cse performed a total service call. The cse reviewed the error log, ran water testing to check for contamination. The cse ran precisions and quality controls, resulting within range. The cause of the discordant, falsely low estradiol (e2) result on one patient is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low unconjugated estradiol (e2) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher and matching the patient's clinical profile. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low e2 result.